Manufacturer narrative:
(B)(4). The gore® tag® conformable thoracic endoprostheses remains implanted and, therefore, were not available for direct analysis by gore. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® tag® conformable thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion).

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of a thoracic aneurysm using a gore® tag® conformable thoracic stent graft with active control system. On an unknown date, a follow-up examination reportedly identified a distal type I endoleak contributing to aneurysm enlargement (amount of enlargement not reported). The cause of the endoleak was not known. On (B)(6) 2020, a reintervention procedure was performed whereby an additional stent graft was implanted distally to treat the type I endoleak. A final procedural angiograph confirmed the endoleak was resolved, and the patient tolerated the procedure.